Event description:
Patient reported leak at the distal end of IV pump tubing. Noted the IV tubing was secure to the patient's IV site but continued to leak through tubing, 15 minute delay in care secondary to defect in tubing. FDA safety report ID# (B)(4).